Event description:
It is reported that the device was implanted in 2008 and that the patient was revised in 2009. It was discovered that the dove tail locking system on the explanted poly appeared to not have been engaged. The post showed signs of lateral grinding and pitting from the poly floating loosely in the joint.

Manufacturer narrative:
Evaluation summary: x-rays were not available, but based on the analysis of the returned articular surface, it appears that the poly was originally locked onto the tray. After the poly is engaged to the tibial tray, the edges of the dove tail will flare out slightly indicating the tray is pushed into the poly dove tail. This flared condition is noted on the returned part. Additionally, circular wear pattern on the backside of the poly are indicative of typical micro motion of the poly to the tibial tray. If the poly had not been completely seated, indentation marks from the tray dovetail or tray rim would likely be seen on the backside of the poly. These type of indentations were not noted. Sem analysis did not confirm the presence of any foreign particles. The damage and crack at the anterior notch could possibly indicate an impact or fall that could have dislodged the poly from the tray. The pitting on the edges of the poly articulating surface, and the fragment missing from the post could also be indicative of damage resulting from a patient traumatic event for fall. Patient information is not known and definitive failure analysis can not be performed. Device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis/energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.